Event description:
A surgeon reported that during a procedure, a patient experienced a posterior capsule tear. The intraocular lens was placed in the sulcus. The case was completed without further incident. The customer refused to provide additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).